Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. On initial inspection, the device was returned. The reported lot number was confirmed from the returned packaging. On visual/microscopic inspection, the stent was not returned. The proximal coil was kinked/damaged. The retriever core wire was broken/fractured. A functional test was unable to be performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is probable that anatomical factors encountered during the procedure contributed to the stent retriever breaking and being left behind in the patient. An assignable cause of procedural factors will be assigned to the as reported (ar) and as analyzed (aa) 'retriever core wire broken during use' and ar 'un-retrieved device fragments' as well as the aa 'retriever coils damaged' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject stent retriever was used during two to three thrombectomy attempts. Physician is reported to have applied a significant amount of force to the proximal end of the subject retriever, when a fracture occurred. The fracture was noted at the proximal part of the subject stent retriever, when unsheathing from the micro catheter while inside the target vessel. Physician tried to remove the broken fragment of the subject stent retriever with another stent but was unsuccessful. The clot is reported to have been partially removed through aspiration. Patient was given unknown additional medication due to this event. Patient condition is a little better post procedure. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject stent retriever was used during two to three thrombectomy attempts. Physician is reported to have applied a significant amount of force to the proximal end of the subject retriever, when a fracture occurred. The fracture was noted at the proximal part of the subject stent retriever, when unsheathing from the micro catheter while inside the target vessel. Physician tried to remove the broken fragment of the subject stent retriever with another stent but was unsuccessful. The clot is reported to have been partially removed through aspiration. Patient was given unknown additional medication due to this event. Patient condition is a little better post procedure. No other information is available.